Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited undersensing. Technical services (ts) was contacted by the health care professional (hcp) to discuss beats not marked on the subcutaneous electrocardiogram (s-ECG), and ts discussed that the beats preceding the unmarked r-waves were dissimilar which uses a less aggressive sensing profile. The s-ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited undersensing. Technical services (ts) was contacted by the health care professional (hcp) to discuss beats not marked on the subcutaneous electrocardiogram (s-ECG), and ts discussed that the beats preceding the unmarked r-waves were dissimilar which uses a less aggressive sensing profile. The s-ICD system remains in service. No adverse patient effects were reported.